Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter addr 1: (B)(6).

Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br the gel with too many bubbles. This event occurred 54 times. The following information was provided by the initial reporter. The customer stated: customer provided pictures which show the gel with too many bubbles and questions about a possible quality issue. Customer has been oriented to segregate the batch until bd provides a response with the possibility of using it. 06/27/2023: the customer reported that so far 54 tubes had the same bubble problem.

Manufacturer narrative:
D10: device available for eval: yes. D10: returned to manufacturer on: 09-aug-2023. H.6 investigation summary: bd received 10 samples and 3 photos for investigation. The photos were reviewed and the indicated failure mode for gel air bubbles was observed. Additionally, the customer samples along with retention samples from bd inventory, were visually inspected for gel air bubbles: gel air bubbles were present in all returned samples 1 tube out of 200 retention samples had gel air bubbles. Complaints for sample quality are under statistical control for the month of june 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. H3 other text : see h.10.

Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br the gel with too many bubbles. This event occurred 54 times. The following information was provided by the initial reporter. The customer stated: customer provided pictures which show the gel with too many bubbles and questions about a possible quality issue. Customer has been oriented to segregate the batch until bd provides a response with the possibility of using it. (B)(6) 2023: the customer reported that so far 54 tubes had the same bubble problem.